Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "scan error" message with the adc device. The customer indicated that due to this issue, a blood glucose result of 34 mg/dl was obtained on an unspecified meter, and they experienced a loss of consciousness and/or seizure, and was provided treatment with juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.